Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "mechanical comp" and a clinical reason of "glare with decreased vision". This required the removal of the iol in a secondary surgery. Additional information was requested.

Manufacturer narrative:
The lens was returned in a water-like liquid inside a small plastic bottle. The lens was allowed to dry. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has a deep split/crack on the anterior side near the center of the optic. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.11. And h.10.. The manufacturer internal reference number is: (B)(4).